Manufacturer narrative:
Voluntary distributor narrative: the manufacturer, unimax medical systems inc., is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report: the conmed representative reported on behalf of the facility that the sb936, unimax specimen bag, gave difficulty in removing the bag through the tube and left plastic filaments in the patient's abdomen. This occurred during a laparoscopic cholecystectomy on (B)(6) 2019. The procedure was completed with the device but there was a 20-minute surgical delay to remove the filaments. The abdomen was irrigated with solution and suctioned out. There was no user or patient injury or impact. This report is being raised based on device malfunction with potential for injury.

Manufacturer narrative:
Correction: b1 was previously marked as an adverse event, corrected to product problem. F6 was left blank, corrected to (B)(6) 2019. F7 was left blank in the initial filing - should have been marked initial. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor narrative: the conmed representative reported on behalf of the facility that the sb936, unimax specimen bag, gave difficulty in removing the bag through the tube and left plastic filaments in the patient's abdomen. This occurred during a laparoscopic cholecystectomy on (B)(6) 2019. The procedure was completed with the device but there was a 20-minute surgical delay to remove the filaments. The abdomen was irrigated with solution and suctioned out. There was no user or patient injury or impact. This report is being raised based on device malfunction with potential for injury upon reoccurrence.